Event description:
It was reported that during a ptca procedure, the catheter shaft separated and a portion remained in the pt. The entire system was removed and all pieces were successfully retrieved. The pt status is listed as "okay".